Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient felt a "pop" and a "slip" in his right hip while bending forward. X-ray showed the femoral head to be at the superior border of the acetabular shell. During surgery, the liner was found to be disassociated from the shell. The surgeon was not sure if there had been a defect with the locking mechanism or if the poly was never fully seated during the original surgery. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> visual examination of the returned liner finds evidence to support the reported disassociation event. Examination of the returned liner has not identified device error. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.